Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. There is no event description available; however, the form received from the complainant states that the patient has corneal oedema and that they underwent more complex surgery, additional surgery, device explantation and device replacement. The device has not been returned to rayner. Rayner is following up via its distirbutor in south africa to obtain additional information to facilitate investigation of the event. Our review of production records for the rayone aspheric rao600c batch 093223843 showed that all manufacturing and quality checks were conducted with successful results.

Event description:
On 27th august 2024, rayner received notification from its distributor in south africa of an event that occurred during use of a rayone aspheric rao600c. There is no event description available; however, the event is reported to have resulted in more compex surgery, additional surgery, device explantation and device replacement.